Manufacturer narrative:
Attempts to f/u with the customer to get add'l complaint info and to get the product back, including a final attempt by letter, were unsuccessful. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating / melting issues for which a field action safety notification was initiated on (B)(6) 2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
The customer reported to customer service that "yesterday, when my wife removed the ac adaptor [for her breast pump] from the wall outlet that it last plugged into, the black plastic casing that encloses the ac adaptor popped open. It looks like the plastic broke near a corner where one of the screws that would hold the casing together are, which makes it rather unsafe to use since the wiring is now exposed".